Event description:
Same case as manufacturer's #: 6000089-2004-01216. During a coronary drug eluting stenting treatment procedure, the stents became dislodged. The physician had deployed a taxus express2 8.8% 2.25 x 12 mm drug eluting stent in the left main coronary artery successfully. He then attempted to advance a taxus express2 8.8% 2.50 x 8.0 mm drug eluting stent through the first stent to the lesion in the diagonal branch. When the physician attempted to retrieve the stent delivery system, it became caught in the first taxus stent and he could not remove it. He then used force to remove the stent delivery system at which time, the taxus in the left main dislodged from the artery and the second stent that would not cross dislodged from the balloon. The procedure was completed using another of the same type device. The two taxus express2 drug eluting stents were located in the y valve at the end of the procedure. The pt is reported to be in satisfactory/good condition.